Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 533 mg/dl. Reportedly, the cause for the reported issue was due to the customer disconnecting from the pump to take a bath, and subsequently not resuming insulin delivery via the pump for an extended period of time. In addition, an incomplete fill tubing alert occurred. Tandem technical support educated the customer on the cause for incomplete bolus alerts. The customer successfully resumed insulin delivery, and delivered a bolus to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.